Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "[the device was] motorizing in me, I feel a shock but not a regular shock. It lasts a couple of seconds, but it does it all day." The patient also noted that there was a problem with a setscrew in the past. Follow-up with the physician's office did not yield any additional relevant information. The device remains in use. No further patient complications have been reported as a result of this event.